Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by the journal of surgical oncology titled ¿arthroscopic meniscal healing following medial meniscus posterior root repair: a comparison between two suture materials¿. The study reviewed twenty-three (23) patients who underwent medial meniscus posterior root repair using arthrex suturetape to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period, one (1) patient experienced a suture-cut out. Ref: okazaki, y. Et al. Arthroscopic meniscal healing following medial meniscus posterior root repair: a comparison between two suture materials. J knee surg 36, 1200-1208, doi:10.1055/s-0042-1750047 (2023).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.